Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the original surgery was done by dr. (B)(6) at (B)(6). It was a wright medical guardian repiphysis. Dr. (B)(6) revised the hinge components and shortened the prothesis by swapping a midsection due to flexion contracture.